Event description:
The second of two reports involving the same pt who required a second graft which also shredded. A model s slimline dermatome (s292) was involved in an incident during a procedure. The incident was described as follows: a (B)(6) male pt was undergoing a split thickness skin graft for ear reconstruction. The condition of the pt's skin was described as "normal", the graft site was the left buttock and the graft depth was 15,000inch. The second graft also shredded. There was no injury involved with this incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.